Manufacturer narrative:
The inspection of the citadel plus bed frame contacted by the arjo technician revealed the detached side rail. The side rail lower arm which is part of the side rail assembly was broken into two pieces. Also, the second side rail was damaged (the tape between the side rail panel and the side rail mechanism (metal plate) was partially unglued). The circumstances in which the malfunction occurred are unknown. No injury was claimed. The evaluation of the bed frame photos allowed to observe the dent in the side rail panel. It can indicate that a collision between the side rail panel and one of the width extension frames could occur. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes the following warning: ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ it also includes information that the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Arjo device failed to meet its performance specification since the side rail was detached. It is unknown if the bed frame was in use by a patient when the malfunction occurred. The complaint decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
The inspection of the citadel plus bed frame revealed the damaged side rail. The side rail lower arm which is part of the side rail assembly was broken into two pieces. As a result, the side rail was detached from the frame. No injury was claimed.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.